Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was anywhere from 300 to 350 mg/dl during occlusion events. The customer changed supplies and resumed insulin therapy.